Manufacturer narrative:
The device was returned to olympus for inspection and the failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: scope socket is damaged. It is presumed that electrical communication could not be conducted due to damage on the scope socket then no image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had no image. The issue was found during reprocessing. There were no reports of patient involvement.